Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Manufacturing site evaluation: analysis and results: there is one previous complaint of the same code-batch regarding needle is missing (received the same day from the same end customer). We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open sample with the thread broken and needle detached (the thread is not wound on the pack). There are filaments of thread inside the needle. We tested the needle attachment strength of the closed sample received from the same customer in the other complaint (cc 400405511) and the result fulfills the requirements of the (B)(6): xi= 1.41 kgf ((B)(6) requirements: 0.69 kgf in average and 0.35 kgf in minimum) review of the batch manufacturing record showed this product had a normal process and the results during the process fulfill usp/(B)(6)and b.braun surgical requirements. Needle attachment strength results before releasing the product were 1.37 kgf in average and 0.95 kgf in minimum and fulfilled the requirements of the (B)(6)((B)(6) requirements: 0.69 kgf in average and 0.35 kgf in minimum). Final conclusion: although the results of the closed sample received fulfil the specifications of (B)(6)/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported by the healthcare professional to the company sales representative "when opening a suture sachet, one needle was hanging on a thin thread." The thread was fraying at the attachment. No additional information was provided.